Event description:
No additional information was provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d4, d8, e2, e3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed and found error b30 (scope communication error) occurred due to corrosion of the scope connector. Based on the results of the investigation, it is likely the event have occurred due to water seeping into the device during handling, damaging the electronic components. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a b30 scope communication error code. The reported malfunction occurred during set up and inspection for use prior to an unspecified procedure. There were no reports of patient harm.